Event description:
An aptus guide was used in a patient for the endovascular treatment of a type ia endoleak from an endurant aui. It was reported that the guide braid did not hold in the patient and became unbraided. The physician stated this was device related. Another guide was used to complete the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Correction: initial MDR was sent in error.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.